Event description:
The paperwork received with the device stated that, the device was explanted in 2007 for "medical reasons." The patient was reimplanted with a new device the following month.

Manufacturer narrative:
This is a final report.